Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. It was also noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead was observed to have blood ingression. Visual analysis found outer insulation separation at the connector sleeve and both conductors distorted/ pulled/ stretched/ overstress, extrinsic, stretching and apparent explant damage.

Event description:
It was reported that the lead's insulation was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.